Manufacturer narrative:
This report is submitted on april 8, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2021, in order to change the abutment. During the procedure, the surgeon drilled into circumferential bone that had adhered to the abutment base. The implanted device remains.